Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the system was found to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was unable to boot the system. They turned the system on and were getting a "failed to load" message. They did not note what that message was, nor take a picture. It remained on the screen for 10 minutes, then they powered the system off and on and were able to boot without issues. No patient was present at the time of the event.

Manufacturer narrative:
The logs were returned for analysis. Software analysis was inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.